Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracks on the lower left front corner of top case. Event log history was performed and indicated that primary audible alarm and acu watchdog failure was recorded in history. During analysis, the reported issues were unable to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive.

Event description:
It was reported that a system failure: acu watchdog failure was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information was provided that the reported product issue did not occur while in use with a patient.